Manufacturer narrative:
The t:flex user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the current cartridge was being reused. The customer's blood glucose (bg) levels ranged between 192-270mg/dl. An infusion set change was performed and a correction bolus was delivered to address the elevated bg level. A system check was performed using the current supplies and the occlusion alarms were verified. Reportedly, the temperature of the pump had changed just prior to the current occlusion alarm occurring. Tandem technical support advised the customer not to reuse cartridges and shipped the customer a case for the pump to prevent temperature changes. Insulin deliveries were successfully resumed after performing a supply change.